Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the device impella cp was located in the papillary muscle and could not be optimally positioned. Subsequently, the device could not be implanted due to the small diameter of the subclavian artery.